Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the seam. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured from november 19, 2022 to november 20, 2022. One (1) actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed at the spike port tube and spike port bonding area. The reported leak at the seam was not verified, and a leak at the spike port bonding area was identified during testing. The cause of the leak at the spike port bonding area was not determined however a likely cause was inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted into the spike port tubing during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.